Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the inside package tore incorrectly. Due to this, the palacos r+g 1x 40g single (with gentamicin) was unable to be put on the sterile field. No additional clinical info was received prior to this report.